Event description:
The customer alleged while replacing the reagent, the reagent line came off the reagent bottle, and splashed one drop of reagent into the operator's eye involving coulter act 5diff cap pierce (cp) analyzer. The operator flushed the affected eye in the eye-wash station immediately after the incident and reported no further eye discomfort. The operator was wearing a lab coat, gloves, and prescription glasses. Eye protection was not worn. The operator did not seek medical attention. The field service engineer (fse) went to the facility and assessed the unit.

Manufacturer narrative:
The field service engineer (fse) replaced the pickup tube for the fix reagent, replaced the diluent and hgb (hemoglobin) reagents, and ordered new pickup tubes for the customer. The operator did not wear appropriate personal protective equipment (ppe). The operator reviewed the materials safety data sheet (msds). As per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.